Event description:
The pt was being fed using an enteral pump. 640 ml of an enteral feeding solution were hung, and the pump was set to deliver 68 ml/hr. The pt received 640 ml in less than 60 minutes. The pt had a fever and vomitted. The pt was suctioned. The physician was called, but did not see the pt. One pt involved.